Manufacturer narrative:
Product analysis : it was determined at analysis that the stylus did not work correctly, there was a cut in the cable and the shielding was visible. It was noted that the lower bullets, right keyboard hinge and the rear cover display latches were all broken. It was noted that the floppy disk was defective and there were errors found in the software history. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned for required corrective maintenance / repair subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.